Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set cannot be completely closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the device was received for evaluation. A visual inspection was performed along with functional tests which included leak, clear passage and clamp function tests with no leaks observed.the clamp function test revealed the twist clamp was difficult to open and or close, however, the twist clamp fully engaged and locked in the closed position. The reported condition of unable to close was not verified; the sample evaluation was able to completely close the twist clamp during clamp function testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.